Event description:
During a pta to the right sfa, the balloon could not maintain pressure. The balloon was removed from the patient and the same inflation device was used again with another slalom thrill of the same size. The second slalom thrill was able to maintain pressure and the lesion was successfully dilated. There was no report of any adverse consequences to the patient. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep.